Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio values patient's therapeutic range 2 .0 - 3.0. On (B)(6) 2016 inratio inr = 4.4; repeat inratio inr = 1.9 (20 minutes between tests). No reported adverse patient sequela.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on the reported strip lot met release criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot met release specifications. Unable to determine the root cause of the customer's complaint. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation/conclusion update: in-house donor testing on the returned meter met accuracy criteria. The customer's complaint was not replicated during in-house investigation. Functional and thermistor testing were performed on the returned meter with passing results. Testing shows that the system is performing within expectations. Impedance curve analysis was not performed because the impedance curve associated with the customer's reported inratio inr result was not within the last four results saved in the returned meter's memory. Only the last four results in the meter memory can be used to generate an impedance curve. A review of the entire in-house testing history of the lot was performed. In-house testing on the reported strip lot met release criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot met release specifications. Unable to determine the root cause of the customer's complaint. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.